Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing during episodes. The patient was brought into clinic, and sensitivity was changed to fixed sensitivity, however, undersensing persisted. Boston scientific technical services (ts) recommended consideration of a chest x-ray (cxr) or aai mode. As of this time lead remains in service. No adverse patient effects were reported.